Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Requested patient demographics however not provided by customer.

Event description:
It was reported that the device alarmed for "pressure" occlusion alarms, upon closer observation the user noticed a bulge in the silicone segment..the user stated that the set broke and leaked when removing it from the device. The event occurred on a surgical unit. Although requested, no further details were provided by the customer for this event. Although requested, no further details were provided by the customer for this event.